Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Conclusion: no available code for undetermined or unk cause. The customer's report of hole in the tubing was confirmed. A slice cut was found in the tubing during visual inspection. The cut was located 62 inches from the distal luer and was 0.157 inches long. No set packaging was received and no other issues were noted. During functional testing, a leak was noted coming from the cut in the tubing. It could not be determined when the cut occurred. The cause of the customer's report was identified as a cut in the tubing. The root cause of the damage on the tubing was not identified.

Event description:
A nurse reported that when she was priming a set, it leaked and she found it had a hole in it. There was no pt involvement and no pt harm or medical intervention occurred. No further info was provided.